Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The reported event could not be determined based on the limited information provided. Further information such as product return is needed to complete the investigation for determining root cause.if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon proceeded to insert a 9mm cs insert. Like he always has. It had small space on the lateral side of the tibia and poly. We tried twice to impact with no luck. He asked for another cs 9mm poly and proceeded to impact the poly with the same result. So we went to a cr 9mm poly and it was settled correctly. Surgical delay - not sure why the poly would not look like it was not was seated. We had to go to a cr poly when he feels the patient needed a cs poly.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon proceeded to insert a 9 mm cs insert. Like he always has. It had small space on the lateral side of the tibia and poly. We tried twice to impact with no luck. He asked for another cs 9 mm poly and proceeded to impact the poly with the same result. So we went to a cr 9 mm poly and it was settled correctly.